Event description:
Initial information was received on (B)(6) 2014 and was processed with four additional cases received on (B)(6) 2014 and (B)(6) 2014; the initial case was assessed as non-serious. A follow-up questionnaire and medical document were received on (B)(6) 2014; and additional information was received from the united states food and drug administration (us FDA) on 25-feb-2015 via medwatch program with reference number mw5038582. The case has been reassessed as serious based upon new information received from the us FDA on 25-feb-2015. This spontaneous report was received on (B)(6) 2014 from a (B)(6) female consumer reporting on self from the united states. The medical history included an unspecified surgery on the forearm on (B)(6) 2014 and allergy to latex. The concomitant medications were not reported. On (B)(6) 2014, the consumer used band-aid tough strips waterproof (lot number 1233b, expiration date unspecified) cutaneously, six bandages, once, to cover six post-surgical incisions on the top and bottom of her forearm. On the same day, after about 12 hours, she experienced itching while the bandages were applied but assumed it was due to the healing process. She removed the bandages on the same day and she experienced a severe allergic reaction and noticed a rash with a lot of redness, extreme itching, and pain. The affected area became worse as it had painful, red raised bumps and blisters that oozed. She applied hydrocortisone cream to treat the itching and pain without relief. She did not use the devices further. On an unspecified date, she went to a doctor to check out the incisions. The doctor prescribed an unspecified itch cream to treat the affected area, which did not work. After an unspecified duration, she consulted a pharmacist who recommended benadryl (diphenhydramine), which she took orally every four hours. The pain, itching, and blisters lasted for about four weeks while the red marks lasted a couple of weeks longer. Around (B)(6) 2014, approximately six weeks since occurrence, the events resolved. A review of the data revealed no unfavorable trends for the reported lot number. Analysis of the product and complaint category will be managed through monthly trending process. Complaint trends will continue to be monitored. This report was assessed as serious (medically significant) and the company causality was assessed as related.

Manufacturer narrative:
The date of this submission is (B)(4) 2015. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This is a first follow up submission for the fourth product in this case. The date of this submission is 14-apr-2015. The manufacturer report number for this submission is 8041154-2015-00004. The manufacturer report number for the first, second, third, fifth and sixth products are 8041154-2015-00001, 8041154-2015-00002, 8041154-2015-00003, 8041154-2015-00005, 8041154-2015-00006 respectively. This closes out this report unless other additional significant information is received.

Event description:
Initial information received on 20-aug-2014 processed with four additional information received from crs on 05-sep-2014 and 16-sep-2014; follow-up questionnaire and medical document received on 14-oct-2014; and crs and medical document received from united states food and drug administration (us FDA) on 25-feb-2015 with reference number mw5038582. The case has been reassessed as serious based upon new information received from us FDA on 25-feb-2015. This spontaneous report was received on (B)(6) 2014 from a (B)(6) female consumer reporting on self from the united states. The medical history included an unspecified surgery on the forearm last (B)(6) 2014 and allergy to latex. The concomitant medications were not reported. On (B)(6) 2014, the consumer used band-aid tough strips waterproof (lot number 1233b, expiration date unspecified) cutaneously, six bandages, once, to cover all six post-surgical incisions on top and bottom of her forearm. On the same day, after about 12 hours, she experienced itching while the bandages were on but assumed it was due to the healing process. She removed the bandages on the same day and she had a severe allergic reaction and noticed that there was a rash with a lot of redness, extreme itching and pain. The affected area became worse as it had painful, red raised bumps and blisters that oozed. She applied hydrocortisone cream to treat the itching and pain but it did not work. She did not use the device further. On an unspecified date, she went a doctor to check out the incisions. She was prescribed with an unspecified itch cream to treat the affected area but still it did not work. After an unspecified duration, she went to a pharmacist and was recommended that benadryl (diphenhydramine) would work better and she took it orally every four hours. The pain, itching, and blisters lasted for about four weeks while the red marks lasted a couple of weeks longer. Around (B)(6) 2014, after about six weeks since it occurred, the events resolved. A review of the data revealed no unfavorable trends for the reported lot number. The analysis of the product and complaint category will be managed through monthly trending process. Complaint trends will continue to be monitored. This report was assessed as serious (medically significant) and the company causality was assessed as related. Additional information was received on 03-apr-2015. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retained samples and all results met specification. Manufacturing/facility issues were reviewed and no issues were found related to the reported defect. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains serious.